Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery could not be charged, resulting in the pump shutting down. The reported issue resulted in the customer experiencing an elevated blood glucose level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. The customer delivered a correction bolus to treat the bg and continued to use the pump for insulin therapy.